Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2023. It was reported that after a computerized tomography scan (CT) the images showed a rectal wall infiltration. No patient complications were reported as a result of this event. It was reported that the spaceoar vue was placed under local anesthesia. Additionally, fiducial markers were placed transperineally. An additional CT was required. In the physician assessment, some of the hydrogel may have migrated from the initial implanted position. However, this has not yet been confirmed.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: blocks b5, h6 (impact codes) have been updated based on additional information received on january 5, 2023.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed on (B)(6), 2023. It was reported that after a computerized tomography scan (CT) the images showed a rectal wall infiltration. No patient complications were reported as a result of this event.